Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 08-nov-2018. It was reported that crossing difficulties were encountered and shaft kink occurred. Vascular access was obtained via the femoral artery. The concentric target lesion with a significant bend of >=90 degrees was located in the mid to distal left anterior descending artery. A 2.50x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and an acute kink on the shaft was observed. The device was removed from the patient's body and a different device was used with a help of a support wire and completed the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detached/separated. Promus element plus,mr,ous 2.50x38mm stent delivery system (sds) was returned for analysis. The stent was returned detached from the sds. The stent appeared to be partially expanded. Crimp markings were evident on the balloon showing that the stent had been in the correct position before it became detached from the balloon. The balloon cones were reviewed and appeared relaxed suggesting it was subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a mid-shaft kink 15mm proximal to the port bond measured using a ruler. No other issues were identified during the product analysis.